Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received multiple pump error alarm. The customer¿s blood glucose level was 145 mg/dl. Troubleshooting was performed for pump error. The customer performed self-test and the test did not pass. Explained pump will need to be replaced. Advised to revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed displacement test and self test. No unexpected pump error 4/63 noted during testing. However, pump error 4 and pump error 63 alarm confirmed in the pump history due to broken trace on the keypad assembly.